Manufacturer narrative:
Initial and final MDR (B)(4) - MDR device 3 of 3. E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 30-april-2024, it was reported by the patient mother that three infusion set cannula was found bent. One due to bleeding and bent cannula and another one is due to tubing detached and bent cannula. Infusion set was placed in abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available